Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') and leiomyosarcoma ('leiomyosarcoma of uterus') in a (B)(6)-year-old female patient who had essure (batch no. 675113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included perimenopause. Concurrent conditions included sore throat nos, hyperlipidemia, upper respiratory infection, follicular cyst of ovary, amenorrhoea, follicular cyst of ovary, uterine bleeding, irregular periods and uterine fibroids. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("pain low back"). On (B)(6) 2018, the patient was found to have leiomyosarcoma (seriousness criterion medically significant), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headache"), nervous system disorder ("neuro condition/prob") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumor") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, female sexual dysfunction and abdominal pain had resolved, the leiomyosarcoma, bladder disorder, urinary tract disorder, fatigue, alopecia, hormone level abnormal, headache, nervous system disorder, neoplasm, visual impairment and weight increased outcome was unknown and the back pain was resolving. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, leiomyosarcoma, neoplasm, nervous system disorder, pelvic pain, urinary tract disorder, visual impairment and weight increased to be related to essure. The reporter commented: she did not plaintiff fact sheet received: pain/pelvic and dyspareunia (painful sexual intercourse), weight gain, pain abdominal, apareunia dysmenorrhea (cramping, , bladder/urinary problems, left:3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: unilateral occlusion (left tube occluded).. Pathology test - on (B)(6) 2018: uterus with cervix and bilateral fallopian tubes and ovaries, hysterectomy: submitted to (B)(6) for review and consultation. Pregnancy test urine - on (B)(6) 2011: negative.. Ultrasound pelvis - on (B)(6) 2011: uterine mass which most likely represent(s) fibroid(s). Left ovarian cyst(s) free fluid in the cul-de-sac; on (B)(6) 2018: uterine fibroids. Order comments: reason: patient with pelvic pain and large fibroid uterus. Please evaluate with formal ultrasound. Ultrasound scan vagina - on (B)(6) 2011: follicular ovarian cyst.; on (B)(6) 2011: follicular ovarian cyst. Secondary amenorrhea; on (B)(6) 2018: uterine fibroids - primary. Screening for domestic violence. Screening for (B)(6). Screening pap smear exam for cervical cancer. Female pelvic pain. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: lower abdominal pain, pelvic pain, leiomyosarcoma, tumor, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet received: case upgraded from other event to incident. Event injury was replaced with pain/pelvic and dyspareunia (painful sexual intercourse), weight gain, pain abdominal, hair loss, essure confirmation test: no, apareunia dysmenorrhea (cramping, , bladder/urinary problems, hormonal changes, headache, neuro condition/prob, tumor, vision problems, weight gain added. On 20-sep-2019: pfs and mr received: new events added: leiomyosarcoma of uterus, pain low back. Event onset date , event outcome were added. Lot number were added. Reporter information were updated. Lab data, patient history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') and uterine leiomyosarcoma ('leiomyosarcoma of uterus') in a 41-year-old female patient who had essure (batch no. 675113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included perimenopause. Concurrent conditions included sore throat, hyperlipidemia, upper respiratory infection, follicular cyst of ovary, amenorrhoea, follicular cyst of ovary, uterine bleeding, irregular periods and uterine fibroids. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("pain low back"). On (B)(6) 2018, the patient was found to have uterine leiomyosarcoma (seriousness criterion medically significant), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headache"), nervous system disorder ("neuro condition/prob") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumor") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, female sexual dysfunction and abdominal pain had resolved, the uterine leiomyosarcoma, bladder disorder, urinary tract disorder, fatigue, alopecia, hormone level abnormal, headache, nervous system disorder, neoplasm, visual impairment and weight increased outcome was unknown and the back pain was resolving. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, neoplasm, nervous system disorder, pelvic pain, urinary tract disorder, uterine leiomyosarcoma, visual impairment and weight increased to be related to essure. The reporter commented: she did not plaintiff fact sheet received: pain/pelvic and dyspareunia (painful sexual intercourse), weight gain, pain abdominal, apareunia dysmenorrhea (cramping, , bladder/urinary problems, left:3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: unilateral occlusion (left tube occluded).. Pathology test - on (B)(6) 2018: uterus with cervix and bilateral fallopian tubes and ovaries, hysterectomy: - submitted to s natarajan, m.d. (Scpmg kaiser sunset (los angeles) gynecologic pathology) for review and consultation. Pregnancy test urine - on (B)(6) 2011: negative. Ultrasound pelvis - on (B)(6) 2011: uterine mass which most likely represent(s) fibroid(s). Left ovarian cyst(s) free fluid in the cul-de-sac; on (B)(6) 2018: uterine fibroids order comments: reason: patient with pelvic pain and large fibroid uterus. Please evaluate with formal ultrasound.. Ultrasound scan vagina - on (B)(6) 2011: follicular ovarian cyst.; on 21-jun-2011: follicular ovarian cyst. Secondary amenorrhea; on (B)(6) 2018: uterine fibroids - primary screening for domestic violence screening for hpv screening pap smear exam for cervical cancer female pelvic pain. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: lower abdominal pain, pelvic pain, leiomysarcoma, tumor, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.